Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump. It was reported that the physician requested medtronic present to scan patient pump after magnetic resonance imaging (MRI). Patient was reporting they had to stop MRI early due to his pain and nausea, patient went to emergency room after MRI due to pain and nausea/vomiting. Medtronic representative (rep) scanned pump in emergency room (ER) with intake nurse, tablet reporting that pump stalled and recovered after MRI. Informed nurse of stalled and recovered message regarding patient baclofen pump. The patient reported that he had a shot/medical treatment prior to MRI for other medical issues. No complaint made about pump from patient. They scanned pump after MRI and got service code 528. They informed ER nurse of service code alert that pump motor has stalled and recovered. It was unknown if the issue had resolved. The patient's weight and medical hi story was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) via a company representative (rep) stated that the patient¿s symptoms were not related the pump or therapy. The event was resolved.